Event description:
Boston scientific received information that this left ventricular (lv) lead was unable to be implanted due to loss of capture and high pacing impedance measurements greater than 2000 ohms. Another lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.